Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f). (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 324mg/dl. The expected fasting blood glucose test result range is 70 to 140/dl or undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 318 and 303mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/13/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): 191mg/dl (B)(6)2017 06:50 am fasting: yes; 171mg/dl (B)(6)2017 06:57 am fasting: yes; 323mg/dl (B)(6)2017 06:37 am fasting: yes; 324mg/dl (B)(6)2017 06:41 am fasting: yes; 261mg/dl (B)(6)2017 06:51 am fasting: yes. Customer complained of higher results. Customer has not changes in medications, diet or exercise. Customer does not know hga1c.